Event description:
It was reported that a patient began to have an increase in seizures. There were no medication changes or behavior changes. Interrogation of the patient's device revealed high lead impedance, however, the exact results were not provided. A surgeon reviewed the patient's x-rays and could not see any lead breaks or cause for the high lead impedance results. Good faith attempts to obtain additional information from the patient's neurologist have been unsuccessful to date. The patient will likely undergo revision surgery to address the high lead impedance readings.